Event description:
As reported, the balloon of three 5f mynxgrip vascular closure devices (vcds) popped while pulling back in the first steps of deployment. A fourth 5f mynxgrip was then successfully deployed. There was no reported patient injury. The user is mynx certified. A 5f non cordis sheath was used. A hostile groin was reported by the site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of pvd / calcium in the vicinity of the puncture site. There was no visible damage in distal end of the sheath after removal. The devices will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of three 5f mynxgrip vascular closure devices (vcds) popped while pulling back in the first steps of deployment. A fourth 5f mynxgrip was then successfully deployed. There was no reported patient injury. The user is mynx certified. A 5f non cordis sheath was used. A hostile groin was reported by the site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of pvd / calcium in the vicinity of the puncture site. There was no visible damage in distal end of the sheath after removal. Three non-sterile mynxgrip vascular closure device 5f involved in the reported complaints: (B)(4). Were returned, along with an unknown csi for investigation. Visual inspection of the received device related to this investigation showed that the shuttle was engaged to the black handle. The stopcock was found open with a syringe attached to it, and the balloon was observed to be completely burst. The advancer tube and the sealant were returned in manufacturing position. Additionally, the sealant sleeves were not retracted from manufacturing position with no csi returned for this evaluation. A functional analysis could not be executed for an inflation/ deflation mechanism evaluation due to the burst condition observed. A microscopic analysis from the balloon¿s surface was executed to evaluate the balloon¿s surface conditions, where a complete burst condition was observed that resulted in a radial rupture in the middle of the balloon body. Based on the information provided, the condition of the returned devices, and the investigation performed, the reported failures of balloon ~ balloon loss of pressure was confirmed, due to the burst conditions observed on the balloons. The exact cause of this incident could not be determined from the information provided. It is possible that the reported calcification of the vessel may have caused damage to the balloons that led to their rupture. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.